Manufacturer narrative:
No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report. Legal matter.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient underwent a hip replacement on (B)(6) 2006. It is further alleged that as a result of the "metallosis" the patient has a limited range of motion, elevated levels of cobalt, chromium, cobalt toxicity, necrosis and tissue damage and was revised on (B)(6) 2015.